Event description:
It was reported that this pacemaker exhibited t-wave oversensing. Additionally, right ventricular (rv) intrinsic amplitudes were low measuring 1.2mv. Technical services discussed device programming options. At this time, the device remains in service. No adverse patient effects were reported.